Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26351. It was reported the patient is not receiving coverage in her low back and requests to be explanted. Reprogramming was unable to resolve the issue. Follow up information identified the patient underwent surgical intervention to explant the scs system which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26351.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).